Manufacturer narrative:
This report is being submitted as follow-up no. 3 to correct the initially reported g3 date. The aware date of this correction is 30apr2025. Upon an internal review it was found that the incorrect date was submitted in section g3 due to the incorrect aware date captured within the complaint record. Terumo medical corporation has opened a CAPA to address. The corrected aware date is now reflected in this follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section d9 and add the device return date, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device was unused and unopened. The device was unpackaged and visually inspected, and no issues were identified with the device. Functional testing was performed by deploying the anchor and collagen in the vessel model and tamping down the components. The components were able to be fully deployed and fully tamped, and no issues were identified with device function. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. It is possible that a hematoma occurred due to operational or procedural factors. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . B3: date of event: requested, unknown. D4: model number: requested, unknown. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: implant date unknown. D6b: explanted date: device was not explanted. E3: occupation: head of service of the angiography team. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. An unused sample with the product code and lot number of 610133, 0000628997 was retuned for evaluation. However, it was not confirmed that that this product code and lot number combination is the same of the actual sample of the reported event. Therefore, the product code and lot number for the event remain unknown.

Event description:
The user facility reported that a hematoma occurred at the puncture site, not a pseudoaneurysm. It was unknown whether a 6 french or 8 french angio-seal was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5.

Event description:
Additional information was received on 18dec2024: the hematoma reabsorbed itself, no treatment was required.